Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) was found to have blood inside of the iabp unit. No patient harm was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the unit and confirmed that blood had traveled through the balloon pump to the purge valve assembly. To resolve the issue, the fse replaced all contaminated parts, including assy crm (0997-00-0986-01), safety disk (0997-00-0985-01), pneu cmpnt m luer (0103-00-0398-01), blood detect tubing (0008-00-0312), clear polyurethane tubing (0008-00-0377) and purge valve assembly (0104-00-0026). The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).